Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: a review of the black box showed an unexplained loss of prime on (B)(6) 2016 at 06:52 followed by a reboot; deliveries resumed on 09/14/2016 at 11:01. On (B)(6) 2016 at 20:31, a 0.00unit basal rate was set and an ¿active basal program empty¿ alert was recorded; deliveries resumed on (B)(6) 2016 at 18:40. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0unit per hour basal rate; at the end of testing, the basal history correctly reflected 2.0units per hour and the total daily dose history correctly reflected 48.0units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was missing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. Reportedly, the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.